Event description:
Ta 60 stapler was fired following standard procedure. Bowel was transected. Upon removing the stapler, the cut ends of the bowel began to bleed profusely and stool poured into abdomen.